Event description:
It was reported that after several hours of iab use, brown flecks were noted in the distal end of the gas tubing, and the proximal end of the tubing appeared to be red. The iab was removed and a replacement was not required. There were no patient complications.